Event description:
Boston scientific received information that the patient presented to hospital emergency room with ventricular loss of capture, pacing inhibition, an underlying rhythm of complete heart block and an escape ventricular rhythm of about 30 bpm. Upon interrogation, ventricular capture was unable to be obtained despite pacing at maximum outputs, maximum pulse widths and unipolar or bipolar settings. It was also noted that the device was not sensing r waves and the pacing impedance measurement for the right ventricular (rv) lead was greater than 2500 ohms. The field representative stated that per the patient and patient's family, earlier that morning the patient had felt dizzy, and had fallen following a syncopal episode. The patient was admitted to the hospital's intensive care unit (ICU). The following day, a revision procedure was performed. Testing during the revision, once again revealed loss of capture on the rv lead, no sensing and impedance measurements of greater than 2500 ohms. The pacemaker was taken out of the pocket and examined; no visible issues with the header or device were seen. The rv lead's terminal pin was removed from the header using a hex wrench and tested through the pacing system analyzer (psa). Complete loss of capture was seen, an impedance value did not register and the r wave was undersensed. No obvious fracture was seen on fluoroscopic image and the chronic rv lead appeared to be in a stable septal position. Due to the lead testing, a new lead was successfully implanted without further incident and the chronic rv lead was surgically abandoned. Post implant, the new rv lead had measurements within normal limits and no further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.